Event description:
A nurse reported that, following insertion, a defect was noted on the intraocular lens (iol). The resident observed what appeared to be a "ball" at the tip of one of the haptics. The iol was removed and the incision was enlarged to accomodate insertion of a larger lens.